Event description:
The customer reported the 9800 system had a delay on the touchscreen and when changing modes on the footswitch from subtraction to be enabled during a vascular procedure. No pt injury was reported.

Manufacturer narrative:
The service rep replaced both hard drives on the system. The system operates as intended.